Event description:
The customer states that when they stepped on the foot pedal, the pump motor did not run. They switched the foot pedal and the problem still was unresolved. No patient was injury reported.

Manufacturer narrative:
A review of the manufacture records for this pump did not reveal any discrepancies relevant to the reported event.